Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. During a device interrogation, the shock lead impedance measurement was more than 125 ohms. The right ventricular (rv) lead sensing value was high at more than 25mv. Impedance and threshold measurement were normal. Oversensing, tachycardia and syncope episode were not noted. The physician decided to implant a different rv lead. All measurements were normal. No adverse patient effects were reported. This lead was surgically abandoned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.